Event description:
Reporter alleged two sets of discrepant blood glucose values when testing was performed back-to-back on the advantage system: 398 mg/dl and 146 mg/dl with no symptoms; and 136 mg/dl and 397 mg/dl with no symptoms. No treatment or action based on these results was reported. No serious adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.